Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on right side, device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6, d.10, g.3, h.3, h.6 device evaluation: analysis of the returned device identified: broken shell, missing shell (0-25%), brown particles and underweight. A visual and microscopic analysis was performed which identified: sharp broken. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported rupture on right side, device has been explanted.